Event description:
It was reported that during initial implant, the atrial lead was placed and then dislodged. The atrial lead was repositioned but had moderately high thresholds and remains in use. During the same procedure, after placement of the ventricular lead, it was noted that the impedance and capture thresholds were high right away but started to decrease, and the r waves decreased but were still within normal range. After the patient pocket was closed, measurements of the ventricular lead again showed an increase in the threshold with observance of some loss of capture. Fluoroscopy showed that the lead was still in place. Threshold settings were adjusted to higher setting and the ventricular lead remains in use. The physician noted dislike for these leads in general and the varying acute electrical behavior during implant requiring repositioning. Approximately one month later, the ventricular lead exhibited increased thresholds, decreased r waves, and was no longer capturing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.